Manufacturer narrative:
The initial reported event of "the right ventricular (rv) lead integrity alert (lia) triggered due to oversensing and noise observed during many high short v-v intervals as well as non-sustained ventricular tachycardia. It was noted that the rv lead had a confirmed fracture" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. Concomitant medical products: dtba1d1 ICD, (B)(4), implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to oversensing and noise observed during many high short v-v intervals as well as non-sustained ventricular tachycardia. It was noted that the rv lead had a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.